Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and rupture. Device has been explanted and discarded.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and rupture. Device has been explanted and discarded.